Event description:
It was reported that the patient presented post-implant procedure. Upon review, the right ventricular (rv) lead exhibited intermittent capture and sensing. X-ray imaging showed that the rv lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.